Event description:
The episode occurred during a routine neuro interventional procedure on a pt. While advancing the wire within the nerovasculature, in the ophthalmic region, in tandem with utilization of a neurovascular microcatheter, the wire was situated in the internal carotid artery (ica) origin. During positional rotation of the wire from the ica to the external carotid artery (eca), the wire baecame kinked. A retraction of the wire back into the microcatheter, with concomitant torquing, resulted in no response of the wire. A syringe was attached to the microcatheter and negative pressure pulled, removing the mated catheter and guidewire in tandem. Upon removal it was observed that the 15cm distal segment of the wire was detached. The guidewire tip in its entirety was successfully removed with this simple withdrawal maneuver, with all material parts accounted for. The case was reported to have concluded without further complication, no injury resulted from the episode, and the pt has successfully recuperated without reported clinical sequelae.